Manufacturer narrative:
(B)(4). The patient called in follow-up on (B)(6) 2015. She stated that her lens was explanted on (B)(6) 2015. She said that her lens was replaced with a monofocal lens. She did not know the manufacturer, model or diopter of the replacement lens. She is happy with her results. She said that the doctor will evaluate the lens first (independently) and then forward to abbott medical optics (amo) for evaluation. She said that the lens was removed in one piece. She no longer sees the temporal crescent and is happy. If explanted, give date: (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within specification in terms of optical power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that after implantation of the intraocular lens (iol) on (B)(6) 2014, the patient experienced halos, circles and glare. The patient also reported that she had two second opinions from two doctors from (B)(6) eye institute and both doctors said that the lens malfunctioned; temporal crescent in the lower left quadrant. In follow-up, it was reported that the patient is tentatively scheduled for explant procedure on wednesday, (B)(6) 2015 at the (B)(6). Additional follow-up with the patient was made on (B)(6) 2015. The patient stated that she continues to have the same problems. She said that she tried other avenues to avoid the explant and a replacement. She considered lasik; however, her doctor determined that lasik will not help. The secondary procedure has been postponed to wednesday, (B)(6) 2015. She has taken drops and tried contact lenses with no relief. No further information was provided.